Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed via remote transmission. Review of the episodes revealed that one occurrence was due to emi, and the other was due to a potential compromised lead. The lead was capped and replaced. Patient condition was good following the procedure.